Manufacturer narrative:
E3: customer occupation: unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that upon opening the packaging and taking out the ngage nitinol stone extractor, the wire guide had a fold in which the basket was unable to be used prior to an unspecified procedure. An image was provided noting the basket sheath to be separated at the distal end of the yellow support sheath. Also, the basket drive wire was kinked in the same location. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 23sep2024 and 25sep2024. A new product was used to complete the procedure. The patient did not experience any adverse effects, but the procedure was delayed slightly as the new product had to be picked up from outside the operating room.

Manufacturer narrative:
This report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. An MDR guidance for manufacturers issued in 1997 stated that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. This presumption will continue until either the malfunction has caused or contributed to no further deaths or serious injuries for two years, or the manufacturer can show through valid data that the likelihood of another death or serious injury as a result of the malfunction is remote. A validated and detailed search of cook¿s complaint handling software revealed that there have been no deaths or serious injuries per 21 cfr part 803.3, due to the ngage nitinol stone extractor tubing of basket wires breaks, from 01jan2023 through 11aug2025. Therefore, cook will cease malfunction reporting for events where the ngage nitinol stone extractor tubing of basket wires breaks. The recurrence of a serious injury or death for the same malfunction will trigger the resumption of mandatory reporting, per 21 cfr part 803.50. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6: health effect - clinical code (annex e), health effect - impact code (annex f), medical device problem code (annex a). E4 originally stated it was not reported to a regulatory agency, however, it is unknown if it was. Therefore, e4 is and should have originally been left blank. Investigation evaluation description of event: it was reported that upon opening the packaging and taking out the ngage nitinol stone extractor, the wire guide had a fold in which the basket was unable to be used prior to an unspecified procedure. An image was provided noting the basket sheath to be separated at the distal end of the yellow support sheath. Also, the basket drive wire was kinked in the same location. Additional information was received on 23sep2024 and 25sep2024. A new product was used to complete the procedure. The patient did not experience any adverse effects, but the procedure was delayed slightly as the new product had to be picked up from outside the operating room. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as a visual inspection and functional test, of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. The handle was in the open position. All components of the device assembly were present. The handle does not actuate basket formation. The basket sheath and support sheath separated at base of hub, with ragged appearance at point of separation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, and dry place. A functional test performed, and the handle does not actuate basket formation. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.